Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 413 mg/dl at the time of the incident. She was assisted in troubleshooting for high blood glucose. The customer was treated with insulin pump for her high blood glucose. The auto mode was active. The customer strongly believes the insulin pump was not working and not delivering the insulin. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer refused to continue with troubleshooting. The insulin pump will be returned for analysis.